Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates that the patient underwent ipg replacement on (B)(6) 2021 due to the patient not charging the ipg resulting in the ipg become inoperable. Effective therapy was established post-operative.

Manufacturer narrative:
Event date is an estimate. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that the patient's ipg became inoperable. As result, the patient may undergo surgical intervention on a later date.